Event description:
Boston scientific received information that this right atrial (ra) lead was noted to be fractured, exhibiting impedances greater than 2,000 ohm and loss of capture. It was noted that the lead was still sensing appropriately and the physician wished to program the patient's device to vvi. Boston scientific technical services (ts) explained atrial sensing could still occur. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.